Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. A device can be difficult to advance or remove due to a number of factors including, but not limited to tight tissue tract, an obese patient, or heavily scarred patient tissue. Anatomical conditions can interfere with needle deployment and foot deployment, causing the needle to deflect and strike the foot or if calcification or other material is trapped under the foot during deployment resulting in a foot break. A failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break. Other contributing factors to this event can be aggressively advancing the device, an obese patient, or heavily scarred patient tissue can bend the device. A conclusive cause, or a relationship between the reported event (difficulty in advancing and retracting the device, broken foot plate and the deformation), and the device cannot be determined. The reported hemorrhaging and the subsequent surgical intervention appear related to the reported calcification. A review of the finished product lot history record revealed no manufacturing related nonconforming material records associated with this lot related to this incident. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for was encountered when advancing or retracting the device/broken/bent device with this lot. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified right common femoral artery after an interventional procedure. Reportedly, while advancing the device into the artery, it got stuck and difficulty was encountered when advancing or retracting the device. The device was surgically removed. The foot plate was observed to be broken into two but was still linked together. The surgeon, reportedly had to break the foot plate into two pieces to remove the device from the anatomy. There were no missing portions of device. There was no reported adverse patient sequela. Though requested, additional information was not provided. Subsequently, a user facility medwatch report was received stating, "in preparation for percutaneous balloon aortic valvuloplasty, a sheath was placed in the right femoral artery and selective angiography performed which showed a large caliber, calcified vessel without significant disease. A perclose proglide device was advanced over a guide wire into the vessel and the guide wire was removed. Initial flow was noted though the distal port and attempts made to advance or retract the device were unsuccessful. Blunt dissection around the device further didn't allow for it to be advanced or retracted; it appeared to be stuck. A vascular surgeon was consulted and proceeded with right groin exploration, removal of the foreign body, and direct arterial repair. The perclose device was deformed at a right angle in subcutaneous tissue causing entrapment."